Event description:
Customer reports discrepant results regarding a pt: on (B)(6) 2010, md's inratio: 1.5, lab: 3.5 (lab 30 minutes later). Pt taken to hospital after inratio result for reasons unrelated to inr value.

Manufacturer narrative:
Investigation pending.